Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power on) was confirmed. Upon investigation the monitor was unable to power on. The monitor's computer/analog pca was cracked along connector j1000. The root cause for the damage to the pca was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor response buttons were not functional.